Manufacturer narrative:
(B)(4). (B)(4) is being used in lieu of an adequate conclusion code for "device not returned".according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband supervie super 7 device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, prior to procedure, when the shrink wrap was opened, it was noticed that the suture was wadded up and shoved inside the ligator head. Reportedly, the nurse assembled back the ligator head to the scope and pulled the suture through the wrong end of the cap. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.